Manufacturer narrative:
Approx three months post index procedure, the pt experienced neurological event, with sudden right hemiataxia lasting an unk time and with an unk recovery. No additional details were provided. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt had successful stenting of an ostial lesion in the left internal carotid artery in 2009, with a precise stent. Approx an hour following the procedure, while in the intensive care unit, the pt was noted to be having some difficulty with his speech. He had an inability to move his right leg with decreased coordination in his right arm. The operative report reported the stroke scale score was 12 at the time of the evaluation. It was decided to return the pt immediately to the catheterization lab. A repeat angiogram, performed via a vertebral catheter, revealed a shaggy appearance of the stent, likely due to stent thrombus formation. Additionally, a filling defect within a posterior division of the left middle cerebral artery was identified. The pt was treated via administration of a heparin IV, an eptifibatide double bolus performed with the left common carotid artery, followed by an 18 hour infusion of eptifibatide. The pt was observed in the catheterization lab and repeat angiography revealed improved flow within the intracranial circulation with a small amount of residual thrombus within the left segment. Significantly improved flow was present with significant resolution of neurologic symptoms. The operative report noted the stroke scale score was 2 due to discoordination within the right foot at the completion of the procedure. During the night, the pt had some waxing and waning in terms of his speech. Part of that may have been due to the administration of narcotic analgesics, coupled with the fact that the pt had some underlying dementia. He was able to speak clearly, but it seemed sometimes that he became confused or had difficulty finding his words. The pt's daughter noted that over the last year or so, the pt has frequently developed periods of confusion, especially at night. The following day, the pt was completely neurologically intact. According to the discharge summary there was no evidence of infarction. Based on this, the event was diagnosed as a transient ischemic attack.